Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not boot up. Review of the system log file showed that the grabber cards initialization error. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The philips engineer replaced the flexvision pc and reloaded software. The flexvision pc has been returned for analysis and investigation confirmed a failure of the slot 1 frame grabber card in the flexvision pc. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system won't boot up. The system was not in clinical use. There was no harm reported. Philips has started an investigation of this complaint.